Event description:
The physician reported that the pt developed an inflammatory response at the treatment sites with symptoms of swelling and redness. She prescribed oral benadryl. Follow up findings: per physician, the pt developed blisters in the upper nasolabial fold area and on their cheek. Pt has a history of herpes. The physician prescribed oral valtrex. Symptoms began improving within 24 hours. When the physician examined the pt two days later, the symptoms had completely resolved. The physician has changed pt's diagnosis to herpes outbreak.